Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer had loaded the cartridge with cold insulin and was not following proper load procedure during the air removal step. There was no reported impact to the customer¿s blood glucose level. Customer reloaded the cartridge to resolve the issue.